Event description:
It is reported that the stem was semi-loose.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4)

Event description:
Per the physician, the patient¿s fixture was explanted (B) (6) 2010, due to a skin flap infection and pain.